Manufacturer narrative:
The device has been returned to animas. Evaluation has not supplemental error when evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the black box showed evidence of a short battery life with a 13 count voltage drop leading to a call service 177 warning. The battery cap and compartment were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The sleep current readings were within specifications. The short battery life complaint was duplicated. The pump cover was removed to find the sleep current returned to specifications after the continuous glucose monitoring module was unplugged from the printed circuit board. (B)(4).